Manufacturer narrative:
The used/damaged 2.0mm sterling,full radius resector, microblade is not expected for evaluation, as it was discarded at the user facility. Without the involved device, an evaluation could not be performed and the root cause of the alleged "blade tip breakage" therefore, could not be determined. This lot with the UDI (B)(4) was manufactured on 27-may-2015 in a lot of (B)(4) units. There have been no other complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of 2 reports of tip breakage. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. At this time, there is no reason to believe that anything associated with our manufacturing and/or design process caused or contributed to this reported complaint. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged blades/burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use blades/burs for plunge cutting. Damage or injury may occur.

Event description:
On july 12, 2016 a voluntary medwatch form mw5062935 was received, in which it was reported; the tip of this 2.0mm sterling, full radius resector, microblade broke off inside the patient. The broken piece was retrieved. No patient injury was reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.